Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery? What color reloads were used? Blue 60mm gst. What technique was used to complete the anastomosis? Side to side stapled, end to end. Blue stapler down each lumen across common end. Imbricated common otomy staple line. Were any issues noted with staple form in initial or secondary procedure? If so, please describe form. Was the site of the leak identified? Were staples present? If so, please describe form. Staple line were well formed b shaped staples, dehisced tissue w staple line had necrosed. Anastomotic firing was disrupted staple line. Were any other stapling devices used to complete the anastomosis? If so, what devices? All performed with 60mm gst. What were the patients post-op diet restrictions? Not relevant. What are the other factors that the surgeon believes that could have contributed to the dehiscence? Pt factors. Is the ileostomy temporary or permanent? Temporary. What is the current patient status? High risk patient, may be the issue with the anastomosis.

Event description:
It was reported that during a laparoscopic ileocecetomy procedure, last week on thursday, the surgeon did a lap ileocecetomy. The anastomosis was performed with the ethicon echelon 60mm stapler. Over the weekend, the patient required a re-operation with ileostomy for a massive disruption of the staple lines. With the re-op procedure the device is unknown.